Event description:
It was reported that: "removed the 9 mm insert and implanted a #6 cs insert."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. The catalog number and lot code for the reported device was not provided. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.